Event description:
After 2 days of iab therapy, the pt sat up in bed almost pulling out the swan ganz catheter. Several hours later, alarms sounded and a balloon leak was detected. The iab was removed and not replaced. No patient injury or further complications occurred. The patient reported to be stable condition.